Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings. Unable to confirm needle complaint due to customer returned sensor only no needle.

Event description:
It was reported that the customer was experiencing issues with the sensor's readings. The customer stated that she had already removed two sensors. The customer stated that one of the sensors had a bent needle. The customer stated that on the other sensor she received a sensor glucose reading of 160 mg/dl when her blood glucose was actually 255 mg/dl. The customer stated that she need four sensor replacements. The customer confirmed that she was calibrating properly. The customer mentioned an instance in which her sensor glucose was 95 mg/dl, but her blood glucose was 544 mg/dl. Advised that replacement sensors would be sent. Nothing further reported.